Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer also reported the "device is not working as expected" but did not specify in what manner. There was no patient involvement.